Event description:
It was reported that the patient had a vt storm with following appropriate hv therapy. The device exhibited a low battery voltage the next day. The device was replaced. The patient's condition was good after the event.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on the review of provided printouts, the device had reached eri due to the amount of hv charges. The device was tested on the bench and no anomalies were found.